Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the charge button of the external paddles failed to work. There was no negative patient impact. The patient was reanimated.